Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 2 months post implant of this bioprosthetic valve, a transthoracic echocardiogram (tte) showed a peak gradient of 96.8 mmhg with a mean gradient of 60.6 mmhg due to severe aortic stenosis and mild to moderate aortic insufficiency of the bioprosthetic valve. Subsequently, a transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.